Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reports that one of their accounts have reported to them that a patient is having a reaction to "something." Patient had an acl reconstruction (date not defined), four weeks post-operatively the patient presented with fluid draining from the wound site. For the fixation, the surgeon used rigidfix system (nomenclature and lot # not defined) on the femoral side, milagro screw (nomenclature and lot # not defined) on the tibial side and an autograft. The surgeon has not established the source of the patient's reaction; however, a re-surgery is tentatively scheduled for 2009. At this point the surgeon will investigate the reaction and take whatever appropriate action is required. Further information and detail will be made available from the surgeon's investigation. See also associated MDR 1221934-2009-00207.